Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced diaphragmatic stimulation approximately three months post implant. Subsequently, the patient underwent a revision procedure, and this rv lead was successfully repositioned. No additional adverse patient effects were reported.